Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during the load process. Customer's blood glucose (bg)level was 300-400 mg/dl. The customer administered a manual injection to address bg level. While contacting tandem technical services, the customer's blood glucose level was 200 mg/dl. The customer reported would use an alternate insulin for diabetes management.